Event description:
It was reported that the device needle was installed on, (B)(6) 2022 by clinical nurse and was installed without any issues and patient was receiving parenteral nutritional at home on july 29th without incidents. New visit from nurse on july 31st for the installment of therapy at 21hr. Procedure performed in compliance with protocol from the institution; device needle with no alterations was verified by disinfecting all ports (performed by nurse). At 23hrs, nurse on call received via phone call through family emergency line from patient's parent reporting filtration of parenteral nutrition. Video call made to conduct the review of complete assembly and noted the puncture cap of the y connector was not in place. Emergency system for patient's disconnection from treatment due to contamination of treatment path for open circuit. Treatment/tests were performed after the incident. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One (1) photo was provided by the customer which was used to conduct the device analysis since the physical unit, by the time this investigation is being documented, has not been received. Visual inspection of the photo shows y-site where the injection cap is observed to me missing. No other dysfunctional conditions are observed. The reported failure mode, missing component, is confirmed. After reviewing the mitigations that are performed during the manufacturing process to detect missing components, and analyzing the photo provided, the root cause is the injection cap was dislodged after the product left shm facilities. No corrective actions are required because the mitigations on place were revised and are executing as is determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).